Manufacturer narrative:
Initial reporter phone: (B)(6). Additional information received indicates that the device is not available for return, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device number lot 30916878l and no internal actions related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a thermocool® smart touch® sf bi-directional navigation catheter and experienced a cardiac arrest, cardiac tamponade and then died. About two and a half hours after the procedure, the patient's condition suddenly changed and cardiac arrest occurred. As pericardial effusion was confirmed, drainage and pcps were performed. The patient¿s condition was originally reported as stable. Echocardiography immediately after the procedure revealed no abnormality. Ablation was not performed before pericardial effusion was identified. Steam pop was not confirmed. Irrigation catheter¿s flow rate setting was 50w15ml. No abnormalities were observed prior to use of the product. No abnormalities were observed during use of the product. Reporter provides conflicting information regarding if ablation was performed before pericardial effusion was identified / documented. Additional information was received. The physician¿s opinion on the cause of this adverse event was unrelated to product. The discovery timing is unknown as the issue occurred after using a bw product. There was no problem because no pericardial effusion was observed immediately after the procedure, and therefore the adverse event was considered unrelated to the product - per the physician's opinion. The physician commented that it was a slow-acting cardiac tamponade. The outcome is the patient has died (2 days after the procedure) on (B)(6) 2023. The physician considered the patient's past history or other diseases were as possible causes of cardiac tamponade. Other relevant history: the patient is on blood dialysis, diabetes mellitus, pacemaker implantation. The timing was unknown, but the ablation was conducted before the cardiac tamponade occurred. No (generator/pump) malfunction has been reported. Rf needle was used for transseptal puncture. Correct catheter settings selected on the generator. The pump flow setting was normally controlled by the generator. No error messages was observed on biosense webster equipment during the procedure. Force visualization features used were dashboard; vector; visitag. Parameters for stability were maximum distance change 2mm. Minimum time 3 seconds. Fot 25% minimum force 3g. Additional filter was not used. Tag index color option was used.